Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their crack on reservoir compartment. The customer¿s blood glucose level was 250mg/dl. Troubleshooting was performed. Customer stated that reservoir was unable to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Unable to perform displacement test and unable to confirm air bubbles anomaly due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.